Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination found that the unit would not function at all. Testing each battery with a voltmeter found that one of the batteries was dead. Replacing this battery with a new one allowed the unit to function normally. This complaint is confirmed. There were 0 closed complaints that used the same risk management file as part of their respective risk assessment. The scope of this search includes all part numbers contained within this risk management file.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the battery was leaking; during surgery, the product's water pressure became weaker and weaker. Therefore, alternative one was used to complete the surgery. Additional information received december 14, 2016, stated there was a 0-15 minute delay during the surgical procedure. Information also confirmed there was no harm to the user or patient.